Event description:
The facility reported a colleague infusion pump with a failure code of 550:320:674:0000. This condition had the potential to interrupt delivery. The event was reported to have occurred upon power up in the biomed service department. There was no report of patient/user involvement, injury or medical intervention. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4).a request for the return of the device has been made. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). This is involving a pump with software version 6.13.90 which is categorized as a colleague 2006. Evaluation summary: the reported condition of a colleague infusion pump with a failure code of 550:320:674:0000 at power up was confirmed by baxter personnel during product evaluation. The root cause of the failure code was not identified. No repairs were made to correct the reported problem, as this is a baxter owned device and has been removed from service. Should additional information be received, a follow-up medwatch will be submitted.